Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual needle shows a fracture in the middle of the needle and a strong bent up needle with bent needle tip. During visual inspection under a light-microscope, several marks of needle holder were found at the needle tip and direct at the breakpoint which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The appearance of the breakage and the strong reshaping indicates that the material was overstressed during use (first strong bent up and then breakage).

Event description:
It was reported that a patient underwent a cholecytectomy procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke. The needle was recovered safely and the patient was closed using other suture. There were no adverse patient consequences.